Manufacturer narrative:
Both controllers ((B)(4)) were returned  for evaluation. In addition, five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of controller (B)(4) revealed damaged pins on power port 2 of the controller. Based on the reported event, this was likely caused by the patient's spouse during the controller exchange. Failure analysis of (B)(4) revealed that the unit passed functional testing but failed visual inspection due to a loose power port 1 connector. A review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, manufacturer is investigating loose connectors. Failure analysis of the returned batteries revealed that the units passed visual and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the returned controllers was stable. Log file analysis for (B)(4) revealed a controller power up and motor start event on (B)(6) 2016 at 06:56:11 and 06:56:15, respectively. The data point prior to the controller power up event was logged at 06:50:12 and revealed that (B)(4) was connected to power port 1 with 76% relative state of charge (rsoc) and no power source was connected to power port 2. In the data file, it was observed that an hour (05:50:05) prior to the last data point before the controller power up event, the controller was alarming a low battery alarm on power port 2 when (B)(4) reached 24% rsoc; a "low battery" alarm occurs when a battery reaches 25% rsoc. At 06:05:07, the data file recorded that at one point, (B)(4) was disconnected, reconnected, and again disconnected since a power source was not connected to power port 2 and was alarming a power disconnect alarm. A vad disconnect alarm was logged at 07:10:59 due to a physical disconnection of the driveline from the controller. The driveline was reconnected at 07:11:37. Afterwards, the driveline was disconnected again at 07:12:55. This was likely the time that the controller exchange occurred. Power switching events were not detected for (B)(4) . Log file analysis for (B)(4) revealed a controller power up event on (B)(6) 2016 at 06:12:35. A vad disconnect alarm was logged at 06:12:45. A second controller power up event was logged at 06:14:26. A vad disconnect was again logged at 06:14:33 before a motor start event occurred at 06:14:48. The first data point in the data file was logged at 06:29:22 and revealed that (B)(4) was connected to power port 1 with 96% rsoc and (B)(4) was connected to power port 2 with 97% rsoc. The discrepancy between when a driveline disconnection occurred on (B)(4) and when a controller power up and motor start event occurred on (B)(4) may be explained by a difference in the date and time between the two controllers. The controller time is user defined; the time on both controllers may not have aligned. Log file analysis revealed a power switching event due to momentary disconnections involving (B)(4). Heartware is investigating momentary disconnection. This observation occurred after the reported event. Based on the available information, the most likely root cause of the reported loss of power can be attributed to a disconnection of both power sources. Prior to the first loss of power, the patient was only connected to one power source. The interruption of the flow of oxygen to the brain can potentially lead to stroke, cardiac arrest, and an irregular heartbeat due insufficient oxygen and nutrients to the body's vital organs. Although the circumstances leading to the double disconnect cannot be conclusively determined, the user's interaction with the device are likely contributing factors. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The reported multiple "pump disconnect" alarms can be attributed to a physical disconnection of the driveline cable from the controller. This may have been due to a marginal connection during the controller exchange. Log file analysis revealed one power switching event involving (B)(4) that was due to a momentary disconnection between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Serial #: (B)(4) catalog #:1407de exp. Date: 02/29/2016 mfg. Date: 02/28/2015. (B)(4). Serial #: (B)(4) catalog #: 1650de exp. Date: 10/31/2015 mfg. Date:10/03/2014. (B)(4). Serial #: (B)(4) catalog #: 1650de exp. Date: 10/31/2015 mfg. Date:10/03/2014. (B)(4). Serial #: (B)(4) catalog #: 1650de exp. Date: 01/31/2016 mfg. Date:01/13/2015. (B)(4). Serial #: (B)(4) catalog #: 1650de exp. Date: 01/31/2016 mfg. Date:01/30/2015. (B)(4). Serial #: (B)(4) catalog #: 1650de exp. Date: 01/31/2016 mfg. Date:01/30/2015 (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The patient manual also recommends that the patient should be connected to ac power while relaxing or sleeping. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The devices have been returned; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required. Serial #: (B)(4) catalog #:1407de exp. Date: 02/29/2016 mfg. Date: 02/28/2015, (B)(4). Serial #: (B)(4) catalog #: 1650de exp. Date: 10/31/2015 mfg. Date:10/31/2014, (B)(4). Serial #: (B)(4) catalog #: 1650de exp. Date: 10/31/2015 mfg. Date:10/31/2014, (B)(4). Serial #: (B)(4) catalog #: 1650de exp. Date: 01/31/2016 mfg. Date:01/31/2015, (B)(4). Serial #: (B)(4) catalog #: 1650de exp. Date: 01/31/2016 mfg. Date:01/31/2015, (B)(4). Serial #: (B)(4) catalog #: 1650de exp. Date: 01/31/2016 mfg. Date:01/31/2015, (B)(4).

Event description:
A report was received that a patient had not been using her cac adapter overnight and instead would sleep with two batteries as her power sources. On the morning of (B)(6) 2016, the patient reported having a low battery alarm.  While exchanging the battery, the patient experienced a pump stop with subsequent controller re-start. The patient is reported to have lost consciousness at this time. Her husband attempted to assist her and damaged one of the power ports of con188549 which required a controller exchange for con188458. The controller exchange was associated with more pump disconnect alarms. Two days later on (B)(6) 2016, the patient was presented at her clinic where the vad coordinator noted damaged power port pins on con188549 and a loose power port on con188458 which required another controller exchange. A preliminary log file analysis at the clinic confirmed multiple vad disconnect alarms with controller vad stops and subsequent controller power-ups. In addition, a review by the clinical engineer revealed potential power switching events involving five of the patient's batteries. The two controllers and five batteries were exchanged with no reported patient consequence. The site reported that the exchange of these devices resolved the issue.